Manufacturer narrative:
The sample was received attached to a solution bag and the drug vial. A visual inspection was performed and gray particulate was confirmed in the product vial. The direct cause of the event could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Voluntary report # mw5070583. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the vial-mate reconstitution device was activated, the vial was cored and a grey piece of rubber was floating in the bag. The nurse specifically stated that when connecting the vial-mate to a sodium chloride bag ¿a small blue little rubber particle in the vial". There was no patient involvement. No additional information is available.